Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged resulting in being unable to charge the pump. Reportedly, an alternate usb cable successfully charged the pump. There was no reported adverse impact to the customer's blood glucose level.